Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of failed defibrillation threshold could not be reproduced in the laboratory. Info had been cleared prior to inspection. The device was tested on the bench and with automated test equipment and found no anomalies. The cause of the failed defibrillation threshold could not be determined.

Event description:
It was reported that during defibrillation threshold testing the device detected ventricular fibrillation and never initiated charging. The pt was externally defibrillated successfully. This device was not implanted.